Manufacturer narrative:
No correlation data was provided, however investigation into this gem premier chemstat pak showed elevated creatinine results outside of normal sample populations.thie data reviewed matches a known failure mode affecting interference rejection. The manufacturing records were reviewed for the gem premier chemstat (cartridge serial #: (B)(6)) which demonstrated that the gem premier chemstat pak was found to pass all manufacturing and qa specifications. A review of the complaint database reveals there is no trend excursion pertaining to the reported failure mode. Therefore, no remedial action is required.

Event description:
On may 7, 2025, werfen was notified that service was requested for technical verification of gem premier chemstat, sn (B)(6) to determine if the instrument was performing to specification, as inconsistent creatinine results were observed. Service was performed on may 8, 2025. The service call notes show that no problem was observed.